Event description:
Upon using bag with peep valve, it was noticed to be hard to ventilate pt with bag. Peep valve removed and was able to ventilate pt, with difficulty. Pt had turned red and indicated he couldn't breathe on first breath. By second and third breath, pt was seizing. Never regained consciousness and expired later in day. Suspect air embolism due to brain stem insult as a result of hyperinflation due to malfunction exhalation/peep valve.